Event description:
The customer reported that there was a communication error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. This could result in additional unnecessary delay and/or anesthesia. There is no report of injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software, and reseated circuit boards and connectors. The system operates as intended.